Event description:
Subsequent to the initial medwatch report, follow-up information received on (B)(4) 2014, via user facility medwatch stated that after the failure to cross, the graftmaster stent delivery system was removed and the stent was dislodged from the balloon. Reportedly, the stent was subsequently retrieved. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was to treat a perforation in an unspecified vessel. Reportedly, the 3.0x12mm graftmaster failed to cross the lesion. It is unknown how the perforation was sealed. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.